Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that during a patient underwent transfemoral transcatheter pulmonary valve replacement (tpvr) in a previous transannular patch with a 29mm sapien 3 valve. As reported, the patient came to the cath lab for a pulmonary valve implant, either for an alterra pre stent and then valve implantation; or a native valve implant depending on sizing. A non-edwards balloon was used to perform sizing of the pulmonary valve annulus. Upon balloon inflation at a nominal pressure of 2atm; a waist was still present at the annulus of around 25.5mm. The patient had tortuous anatomy and a bi ventricular pacemaker with many leads in the heart so the decision was made to mount the s3 valve on a pulmonary delivery system so that the entire valve/stent complex could be covered and tracked to the pulmonary valve annulus. A 29mm s3 valve was mounted on the pulmonary delivery system, then a non-edwards stent was mounted on the outside of the valve for a piggyback method to increase the landing zone length in the right ventricular outflow tract (rvot) /pulmonary valve annulus. The system was then covered and successfully advanced distally over a lunderquist wire out to the rvot without issue. The pds capsule was pulled back to prepare for valve deployment. When the physician was doing fine adjustments to prepare for implantation; positioning was lost and the valve/stent system fell back into the rv. After the physician attempted to re-advance the valve/stent complex (pds) back across the pulmonary valve without success, it was noticed that a tine on the stent was bent outward by the capsule while trying to advance the system; causing the problem of not being able to recapture the system into the capsule of the pulmonary delivery system. The delivery system was unable to be advanced after more attempts and it was also unable to be recaptured safely so they tried to snare the stent/valve complex and bend the stent tines back down to a normal position but this was ultimately unsuccessful. The delivery system was pulled back to the right atrium/inferior vena cava (ivc) junction safely and the decision was made for the patient to go to surgery for removal of the device and a surgical repair of the pulmonary valve. There was one small run of vt during the procedure due to wire manipulation, which was cured by moving the wire, otherwise the patient remained stable for the duration of the procedure and there was no cardiac effusion noted on transthoracic echo. Per the physician the system was removed successfully in the or and surgical repair of the pulmonary valve was performed. The patient was stable and the system was discarded once removed by the surgeon.